Event description:
The reporter indicated that the device was explanted because it had reached its elective replacement indicator (eri). It is currently programmed to 3.5 volts. Cell voltage is 1.87 volts, cell current is 11.4 microamps, and energy delivered is 10.2 microjoules.